Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 0162379014. Model/catalog description: balloon. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0159474010. Model/catalog description: pump. D4 unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.